Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "after the catheter inserted into the patient, the pump triggered a helium leakage alarm". As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".